Manufacturer narrative:
It is well publicized that revision surgeries are commonly required after primary fusion surgery. In this case, progressive degradation of the cervical spine and associated disk disease led to the need to treat the adjacent level to the original binary anterior cervical plate construct. Since the levels initially treated were properly fused, the hardware was intact & well placed, and there were no signs of infection it was determined that the hardware performed as intended. The genesys spine implants did not contribute to the progression of the underlying disease.

Event description:
It is well publicized that revision surgeries are commonly required after primary fusion surgery. In this case, a patient underwent a one-level cervical fusion on (B)(6) 2016 and progression of the underlying disease led to the need to perform a removal and revision on (B)(6) 2018. The complainant reported the patient had fused at the levels previously treated and there were no issues with the genesys spine hardware - it was only removed in order to treat the adjacent level. Investigation of the incident confirmed that all of the genesys spine hardware performed as intended. The MDR is being filed since genesys spine hardware was removed as part of the revision surgery.